Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.454" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Corrected data can be found in section h6.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was conducted. The image appears to show one side of the jaws detached from a harmonic ace instrument.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the knife head on a harmonic ace instrument suddenly broke. It was reported that no residue was left in the patient's body. The procedure was completed with no reported injury. It is unclear if a fragment fell inside the patient and was retrieved.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: on 21-aug-2025, the following additional information was obtained: the harmonic ace instrument was inspected prior to use, and no abnormalities were found. The surgeon reported that the instrument did not collide with any other instruments. A part of the instrument was completely detached, and it has been retrieved. The instrument can be returned to intuitive surgical, inc. (Isi). However, as of the date of this report, isi has not received the harmonic ace instrument for failure analysis evaluation. Despite multiple attempts to contact the hospital, no specific response has been received.

Event description:
Refer to h11 for follow-up information.